Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins/damaged e-belt connector) has been confirmed. Upon eval, pins in the electrode belt's trunk cable connector were bent. The cause for the bent pins cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's electrode belt connector would not securely latch to the pt's monitor. The pt was provided with a replacement electrode belt.